Event description:
It was reported that the user experienced perceived inaccuracy with a continuous glucose monitor and persistent hyperglycemia after dinner while using the ilet system, prompting dissatisfaction and consideration of reverting to prior therapy. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, injury, or alarms. Investigation included review of available device data and user education and troubleshooting. Investigation of this case revealed time in range above 80 percent, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.